Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, the foot could not be retracted. No additional information was provided.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4) . During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) via 6fr sheath using the preclose technique prior to an aortic endoprothesis implantation procedure. Reportedly, a cuff miss occurred due to fibrous tissue at the access site. When attempting to remove the proglide device, resistance occurred and the proglide device separated at the junction between the metallic proximal guide and the black distal guide (near the foot). The proglide device was turned at the origin of the junction breakage. A cut down was performed to extract the proglide device from the patient anatomy and surgically sutured close. The physician is reported to be in-training in the use of the proglide device and being established in the preclose technique. A physician who was trained in the use of the proglide device and established in the preclose technique successfully completed the procedure. Two proglide sutures were successfully placed in the left common femoral artery (lcfa) using the preclose technique. Hemostasis was achieved in the lcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.